Event description:
It was reported that via remote transmission, crosstalk was observed. Patient was asymptomatic. Programming changes were made, and during subsequent follow-up the crosstalk was still present. Additional programming changes were made. Patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.